Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Insulation degradation was noted at 13.4cm, 13.6cm, and 13.7cm from the connector pin. The outer coil was exposed at these locations.

Event description:
This report is to advise of an event observed during analysis.